Event description:
A report was received that states after 72 hours in situ, the inflation line and pilot balloon of the tracheostomy tube were found to be filled with the patient's secretions. There was no report of lasting incident related to medical sequelae.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.